Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, providing the customer instructions on putting the pump into storage mode, the actions required upon receiving the replacement, and how to return the faulty pump. The customer was advised to use multiple daily injections to ensure continuous insulin delivery while awaiting the new pump.